Event description:
At the end of a laparoscopic cholecystectomy procedure, the tether wire holding the nose cone (cap to the introducer sheath) broke. The nose cone and part of the tether wire dropped into the surgical space and were retrieved by the surgeon. Investigation is not complete but it appears that the wire may have been cut during the procedure, damaging the wire. No injury or impact to pt was reported.